Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the packaging was opened. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: one of the syringes has its packaging opened. "The seal is open."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-apr-2023 h6: investigation summary two samples received by our quality team for investigation. Upon visual evaluation, brown stain on the film of the blister pack and an opened packaging blister pack are observed. A device history review for lot 2206031 did not reveal any annotations or non-conformances during the manufacturing process related to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. Based on our investigation possible root cause is associated with misalignment of the paper in the packaging machine. The sealing cord is distorted from the packaging, causing paper, film and device being misaligned and consequently with a bad sealing.

Event description:
It was reported while using bd plastipak¿ syringes the packaging was opened. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: one of the syringes has its packaging opened. "The seal is open."